Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope.

Event description:
It was reported by customer that while disconnecting empty 5fu pump, rn found white residue at proximal connection point, where fluorouracil had been infusing through, indicating a slow leak from between the port needle set and the micro-clave. No other information provided. Seven samples were sent for investigation. This file addresses the seventh sample.